Event description:
Received customer medwatch from cdrh which states: "following general endotracheal anesthesia, patient was reparalyzed due to an inadvertant bolus of neuromuscular blocker that had been retained in the IV tubing injection port reservoir. Measurement of the reservoir following this incident was found to be 0.25-0.3cc." Further information was obtained via conversation with the clinician. States that the patient was having an open reduction internal fixation of the right elbow. The pt was induced with zemuron only (neuromuscular blocker) through the port closest to the patient. The patient was repositioned after this med administration and the clinician used a different port to administer subsequent meds. The neuromuscular (nm) blocker was reversed with neostigmine 2mg and 0.4mg clycopyrrolate through the port closest to the patient when the procedure was completed, and the patient was extubated. While waiting for a transport gurney, the clinician noted that the patient was presenting with "rocking horse respirations" indicative of nm blockade. The patient was bagged via mask for an unspecified amount of time until the patient was able to breathe by herself. No reintubation was required. No sequelae reported to patient relating to this event. Clinician felt this event was caused by the patient becoming reparalyzed after a small amount of neuromuscular blocker remaining in the IV tubing port was flushed through with subsequent port usage.